Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that patient underwent deep closure and subcuticular skin closure of the foot on an unknown date and suture was used. Post-operatively, the suture spit causing healing issues and delays. The surgeon removed large segments of the offending suture and/or performed wound wedge excision and re-closure with suture. No additional information was provided.